Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). After trying to perform calibration testing, the company representative reported the unit will not pass the calibration testing and determined the suspect device will not be placed back into service at this time. The customer reported no parts will be returned for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a motor fault alarm. The company representative went on-site to evaluate the suspect device. The company representative reported the exhalation valve was broken and the main printed circuit board has a defective turbine differential pressure transducer. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component was able to be confirmed and duplicated. The pt 800, pt 801, and pt 802 transducers have failed. This issue will be internally investigated within vyaire.